Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker has developed severe pacemaker syndrome. The patient complaints of tightness in chest and recently tripping over their own feet and falling. The patient has a history of drinking. Device interrogation confirmed normal operation. The device was programmed to tracking in the right ventricular (rv) which has since been reprogrammed as the patient is sensitive to rv pacing and the physician wanted to prevent any unnecessary pacing. The patient was hospitalized overnight. The device remains in service.